Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedances, poor coupling, ins turning off unexpectedly, and the patient needing to charge too often had not been determined. The rep showed the patient how to charge more effectively.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient was needing to recharge the ins too often. The rep reported that the patient's ins was found to be turned off and at 50% battery. The rep reported that the patient's ins had never charged past 25%. The rep reported that the healthcare provider (hcp) was unsure how the ins would have been turned off and they didn't see any discharge alerts on the clinician programmer. The rep reported that the patient was tremoring a lot last night and they hadn't had a tremor in quite some time. The rep also reported that the patient tremors a lot while recharging and has been having a lot of breakthrough tremors since the replacement. The rep reported the following device settings: c-1 4.6v, 90 pw, 180 rate c-9 4.6v, 90 pw, 180 rate left: 674 ohms, 6.68 ma right: 682 ohms, 6.575 ma the rep reported that the therapy impedances aligns with the historical therapy impedance for the patient, with readings of 4109 ohms on electrodes 8-11, c-11 was 3841 ohms, and c-8, and c-9 were 600 ohms. The rep reported that the ins was at 100% charge at implant, and had drained to 25% by 2017-08-27. The rep reported that the patient typically got 2 coupling bars, and also reported the following recharge data: 8/30 4.5 hours, 25% charged 8/31 0.6 hours, 25% charged 8/31 0.1 hours, 25% charged 8/31 0.1 hours, 25% charged no further patient complications have been reported as a result of this event.